Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that during a follow up, the physician found that lead impedance and threshold values were changed significantly since implant. The physician decided to revise and reposition the lead. All parameters were in range and the lead remained implanted. The pt condition is good.